Manufacturer narrative:
Investigation in process. Remains implanted.

Event description:
It was reported that the patient had an initial right hip arthroplasty on (B)(6) 2013. Subsequently, the patient is experiencing pain, fluid and undergone an aspiration and injection procedure.

Manufacturer narrative:
It was reported that the patient had an initial right hip arthroplasty on (B)(6) 2013. Subsequently, the patient is experiencing pain, fluid and undergone an aspiration and injection procedure. Patient did not mention having any issues with the implant in initial communication in (B)(6). All hip implants remain implanted. Note: only the tm monoblock cup is a zb-tmt design controlled part. The DHR was reviewed. Three attempts were made to collect an additional information. In conclusion, based on the investigation results, it is not suspected that the tm monoblock cup failed to meet specifications. The investigation could not verify or identify any evidence of the tm monoblock cup contributing to the reported problem. No further action required.